Event description:
The patient reported to her dentist that she had an allergic reaction while using the ema sleep appliance. She experienced internal peeling in the cheek area.

Manufacturer narrative:
This is additional data to the data sent in the original file. B2:- this harm was not considered to be an adverse event since the incident did not result in death or serious injury and does not have the likelihood to result in death or serious injury to a customer. This is being reported out of an abundance of caution and as per guidance by an FDA inspector who advised that the FDA might be interested in the data for trending purposes. F9:- the date that the custom fit device was made is unknown. No information was provided by the dental laboratory.

Manufacturer narrative:
This record was not filed within the thirty day time frame due to the following reasons: the complaint was received and recorded on the company's server. The server later got infected with a virus which caused the complaint record to be deleted. Two weeks data was lost. An attempt was made to remember what work was done but it was unsuccessful. During an email review it was later realised that the record was missing from the server. This review was done after the thirty days. As part of the corrective action an anti-virus software was installed on the server.

Event description:
The patient reported to her dentist that she had an allergic reaction while using the ema sleep appliance. She experienced internal peeling in the cheek area.